Event description:
It was reported that the patient indicated that his artificial urinary sphincter was sore when operating the device. The patient described that the need to pinch the skin aggravated damage to the nerve tissue. He had become accustomed to it, but it was too sore. This also impacted his intimacy with his wife because he needs to be very careful with his scrotum. When lying on his back, it is as if the device is poking out like a pencil. "I find it sore to operate. You are pinching the skin, it is sore, I have nerve tissue down there." "My wife is aware of the device. When I'm lying on my back, the device can be caught. You have to be a bit more careful. When lying on your back, is a bit like a pencil. If I would be with anybody new, I would be a bit ashamed about that. It is a bit sore and tender because of the nerve damage." Additional information received indicated the patient was referring to the device applying excess pressure and therefore pain. There has been no intervention to date and the patient had no plans to discuss with the physician.